Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the surgeon fired the clip across tissue, they did not deliver correctly. The clips were malformed and appeared to cross over one another in a scissor motion. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Sixty-eight attempts have been made to have device returned. Device location is unknown.

Manufacturer narrative:
(B)(4) - lockout premature and damaged latch post. The analysis results found that the er320 device was received in good visual condition and partially cycled. In an attempt to replicate the reported incident, the cycle was completed and the fed clip was removed from the jaws in order to measure the jaws width. Upon functional testing, the device was cycled, fed, and formed the remaining clips as intended. However, the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the lockout posts were found to be broken which suggest that a lockout premature occurred and leading the incident reported. It could not be determined what may have caused the found incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.